Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, d5, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-sep-2022 to 28- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the pockets within drawer 4 needed their recovering process to be completed. A field service engineer instructed the customer to complete the recovery process for each pocket, which resolved the issue. The field service engineer then reset the row board cable. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 4 failed and device was not detected on communication bus, prevented user from removing medications for patients. The customer stated that the required medications were obtained by alternative methods, causing delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the pockets within drawer 4 needed recovery process to be completed. A technical support specialist confirmed that the customer was able to complete the recovery process for each pocket (even duplicated pockets). A field service engineer performed preventive maintenance and verified proper operation of the device. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 4 failed and device was not detected on communication bus, prevented user from removing medications for patients. The customer stated that the required medications were obtained by alternative methods, causing delay in patient care. There were no adverse events or injuries reported based on this event.